Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staple reload did not fully fire the staples on the second firing. The staples formed properly on the patient side, but did not form properly on the specimen side. The cartridge is deformed. The case was completed with a ple60a device with green and gold cartridges. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. If buttressing material was utilized, which product was used? Peri-strips. Was the instrument fired across or near an existing staple line or clip? It was fired near a staple line, at the end of the previous staple line. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.